Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tricuspid regurgitation complicating leadless pacemaker implantation: surgical intervention for pacemaker removal and tricuspid valve replacement. Heart rhythm case reports. 2025. 11:108¿110. Doi: 10.1016/j.hrcr.2024.10.017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding tricuspid regurgitation (tr) after leadless implantable pulse generator (ipg) implantation. The authors described a patient who experienced worsening dyspnea and exercise intolerance approximately six weeks post leadless ipg implant. The patient was hospitalized with decompensated heart failure. The patient had a high percentage of right ventricular (rv) pacing which resulted in rv dyssynchrony. Transthoracic echocardiogram (tte) showed severe tr. Computerized tomography (CT) angiography showed evidence of the leadless ipg causing interference with the function of the anterior tricuspid valve leaflet, which resulted in malcoaptation of the leaflets. The ipg was noted to be implanted in a location which led to an abnormal interaction with the sub-valvular anterior tricuspid valve apparatus. The patient underwent a tricuspid valve replacement and an extraction of the leadless ipg. The status of the device is unknown. No additional adverse patient effects were reported.